Manufacturer narrative:
Analysis / diagnostics was performed by the philips authorize bench was performed according to the service manual. There was an incorrectly calibrated ibp measurement that was found, after the calibration the measurement is correct. In addition, the msl tape was found to be mechanically damaged. The device remains out of order - as part of the repair, it is necessary to replace the above-mentioned tape. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective msl tape. As part of the repair, the msl tape was replaced. Calibrations and functional tests were carried out, which ended with a positive result. Full functionality has been restored. The device is working properly. A review of the service history for this device shows no problem related to the speaker has not been reported for this device.

Event description:
Philips received a complaint on the hemodynamic measurement server extension indicating that an incorrectly calibrated ibp measurement was detected. The device was not in clinical use at time of event, no patient involvement.